Event description:
A peritoneal dialysis patient was reported that dialysis solution was leaking out of the cassette and into the cycler. When removing the cassette following treatment, fluid was noticed in the right side of the machine. Rn states that the pt did not receive any antibiotics and the pt had no ill effects. The sample was discarded; the sample is not available

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.